Event description:
It was reported to baxter (B)(4) that the reservoir of a multiday infusor device became detached during a patient infusion. Therefore, the sterile fluid pathway was breached. The device was infusing a solution of morphium and haloperidol in 0.9% sodium chloride when the detachment occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was not available to be sent to baxter for evaluation. However, the customer was able to provide detailed photographs of the actual device. Using these photographs, the reported condition of a detached reservoir was confirmed. This condition was likely caused by the device being incorrectly assembled during manufacturing. A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.